Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: visual inspection on the internal assembly revealed fluid ingress issue, which appeared to have ingress through the power cables. The fluid ingress issue did not result in any functional issue. The reported event of damaged black power cable was confirmed with the evaluation of the returned system controller (serial # (B)(6)). Visual inspection revealed the black connector locking nut is missing. Due to the missing nut. The connector couldn¿t secure to laboratory equipment properly (14v power module patient cable, 14v battery clip). The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. A root cause of the missing connector locking nut could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with a broken black power cable connector attached to the system controller. There were bulging area in some places on the modular cable. The system controller and modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).